Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of snapping at square filter site could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed on model 10011865 because an invalid lot number was provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the ext set smallbore .2mf ped experienced a loose/separated/detached connection. The following information was provided by the initial reporter: material #: 10011865, batch/ lot #: 20036170. Filter tubing broke/ came apart within 5 minutes of being hung. Brand new IV tubing primed and hung for a new admit. Infusion went in for less then 5 minutes. Rn noticed IV tubing was dripping. Rn checked connections and dried off line. Line continued to get wet as infusion went in. Upon inspection, rn noticed that tubing snapped at square filter site (there is no connector here, its just tubing that snapped from the filter). Rn took down all tubing and primed & hung new lines for patient. Of note, this patient is a stem cell transplant patient with a central line (port).

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. Medical device expiration date: an invalid lot # of 20036170 was provided by the initial reporter. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the ext set smallbore .2mf ped experienced a loose/separated/detached connection. The following information was provided by the initial reporter: material #: 10011865, batch/ lot #: 20036170. Filter tubing broke/ came apart within 5 minutes of being hung. Brand new IV tubing primed and hung for a new admit. Infusion went in for less then 5 minutes. Rn noticed IV tubing was dripping. Rn checked connections and dried off line. Line continued to get wet as infusion went in. Upon inspection, rn noticed that tubing snapped at square filter site (there is no connector here, its just tubing that snapped from the filter). Rn took down all tubing and primed & hung new lines for patient. Of note, this patient is a stem cell transplant patient with a central line (port).